Event description:
It was reported " tip of ap transducer tubing cracked into end of central lumen". Additional information states " staff believes they removed the plasstic piece that broke off. Iab remains in place. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for ap tubing leak is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " tip of ap transducer tubing cracked into end of central lumen". Additional information states " staff believes they removed the plasstic piece that broke off. Iab remains in place. No patient injury or consequence reported. The patients current condition is reported as "fine".